Event description:
The customer reported that the battery pack ejected in the carrying bag. Customer stated that they cannot get the battery pack to stay inserted in the unit even when using a lot of force. The reported event did not occur during patient use.

Manufacturer narrative:
Although requested, the AED and battery pack have not been returned and the cause of the complaint is not known. Should additional information become available, a follow-up MDR shall be submitted.